Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and after troubleshooting the issue, it was found that the unit was not inserted correctly in the cart. The fse correctly inserted the unit, tested it to meet factory specifications after which it was released to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue. There was no patient harm and no adverse event reported.